Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red bumps and broken skin on both sides of the patient's chest. The patient was unsure of any nickel allergies. A family friend who was a doctor was made aware of the irritation, however there was no indication of medical intervention. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution. Supplemental report 9/10/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red bumps and broken skin on both sides of the patient's chest. The patient was unsure of any nickel allergies. A family friend who was a doctor was made aware of the irritation, however there was no indication of medical intervention. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution.